Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pulmonary embolism as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Unknown if the reported pain, dvt, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The additional information regarding the alleged (perforation, tilt) does not change the previous investigation results. The following allegations have been investigated: pe, dvt, pain, anxiety. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the common femoral vein due to history of protein c deficiency and intracranial hemorrhage. Patient alleges tilt, vena cava perforation, organ perforation and post implant deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient notes and further alleges, limited physical activity due to back pain and "fear and anxiety that the filter is going to cause fatal injuries. Struts extend up to 7mm beyond the ivc wall, one strut protrudes into the second portion of the duodenum, another strut abuts, and is the cause, of focal crescentic ostophyte form the spine causing lower back pain." Dated (B)(6) 2009, operative note (filter implantation) details, "ivc is of normal size and configuration. It measures less than 28mm in size and is without filling defects to suggest thrombus. Satisfactory placement of cook ivc filter."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: (B)(4). Device code(s): 3191 ¿ appropriate term/code not available- device perforation, 3191 ¿ appropriate term/code not available - device tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: perforation and tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Update per CT, (B)(6) 2019: there is a tent shaped ivc filter which have multiple struts which extend well beyond the margins of the ivc. The right lateral strut extends 6 to 7 mm beyond the border of the ivc wall and abuts 2 small mesenteric vessels traversing through the fat. An anterior strut extends to and either abuts or protrudes into the 2nd portion the duodenum. The posterior right strut abuts and may be the cause of a focal crescentic osteophyte protruding from the spine. The tip of the ivc filter is also above the lower lying right renal vein, which joins the ivc at the mid level of the filter device. The proximal tip of the filter is at the level of the more superior left renal vein. There is only a slight medial and posterior tilt, both less than 10 degrees. The diameter the ivc is normal both above and below the filter. No broken or acutely bent struts.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.